Event description:
A 59-year-old male was admitted for myocardial infarction with cardiogenic shock. An impella cp was placed and a percutaneous coronary intervention carried out. Towards the end of procedure, a pulmonary catheter was placed. When manipulating the pulmonary catheter, the impella cp was accidentally pulled out of the left ventricle, requiring a replacement of the device.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.